Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. The product was manufactured on february 25, 2020. One decontaminated used sample was received for the investigation. In addition, a photo was provided. Visual and functional evaluations were performed, and the reported condition was confirmed; the cross spike from the tubing line was detached. As part of continuous improvements, a corrective and preventative action (CAPA) has been opened to address the reported condition. The root cause and action plan will be documented through the CAPA. This complaint will be recorded for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation.  If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that when the unit was connected and nutrition was entered, a nutrition leak was observed right on the part or connector that was inserted into the nutrition. There was no patient harm reported.